Event description:
It was reported during use of bd vacutainer® urine complete cup kit, 15 tubes are contaminated. They are seeing mixed growth in cultures. In addition, the additive looks like condensation. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 11 samples and 2 photos for investigation. The visual inspection of the returned samples did not show any foreign matter or additive abnormality. The evaluation of the photos show product packaging and a tube with spray coated additive on the side wall of the tube. The additive for this product is a normal appearance and applied per specification. The product was sterilized per specification. No issues were seen with the photo returned by the customer. The samples and photos do not show the customer's indicated failure modes. Additionally, 10 retained samples were visually inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. A compliant history revealed no other complaints have been received for this lot for these failure modes. This complaint has not been confirmed for the indicated failure modes: additive abnormality and foreign matter - biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends..